Manufacturer narrative:
(B)(4). The mean age was 63.9 +/- 12.5 years. Gender: 358 males and 106 females. The procedures were performed between (B)(6) 2003 and (B)(6) 2008. The date for 01/01/2003 is being used as the best estimated date of occurrence. This study does not make a direct correlation between the adverse outcomes and the vessel closure devices = starclose and perclose at (abbott devices) and angioseal (st. Jude). Placement of either closure device was performed in the cardiac catheterization laboratory immediately at the end of the procedure and following the manufacturers guidelines. All patients were evaluated after discharge to rule out late vascular complications. Though requested, no additional information was provided. Concomitant medical products and therapy dates (continued): sheath: 6fr, 7 fr. Other: aspirin, abciximab, heparin, clopidogrel. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with relevant information. The perclose a-t devices referenced are being filed under a separate medwatch MFR number. Article: safety and efficacy of femoral vascular closure devices in patients undergoing primary percutaneous coronary intervention for st-elevation myocardial infarction. Oscar prada-delgado, rodrigo estevez-loureiro, et al. Am heart j 20111; 161:1207-13).

Event description:
The following events were noted during a single-center prospective study review (from (B)(6) 2003 and (B)(6) 2008). The hospital database was searched and the outcomes of 558 patients were studied to evaluate the safety and efficacy of vcds (vessel closure devices) compared with manual compression in the setting of transfemoral pci (percutaneous coronary intervention) performed at the acute phase of stemi (st-segment elevation myocardial infarction). The method of closure of the common femoral artery was chosen individually by the interventionalist. Of the total study population, of 558 patients: 464 received a vcd and 94 patients underwent manual compression. Choice of the type of device was left to the operator preference between 3 available devices: angioseal (276 cases), perclose at (131 cases) and starclose (57 cases). Device failure occurred in 31 patients. Vascular closure device failure was defined as aborted deployment or unsuccessful deployment with inadequate hemostasis requiring additional manual or mechanical compression. Mean hospital stay for patients without vascular complications was 7.1 +/- 6.7 days in the vcd group. This study does not make a direct correlation between the adverse outcomes and the vessel closure devices = starclose and perclose at (abbott devices) and angioseal (st. Jude). Placement of either closure device was performed in the cardiac catheterization laboratory immediately at the end of the procedure and following the manufacturer's guidelines. All patients were evaluated after discharge to rule out late vascular complications. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received indicates: the physician was unable to provide the failure mode for the vessel closure devices. He indicated that for: the angioseal devices used in 276 cases, the percentage of failure was 4%. For the perclose at devices used in 131 cases, the percentage of failure was 11%. And for the starclose devices used in 57 cases, the percentage of failure was 7%. It was also indicated by the physician that all the physicians involved in the procedures are trained in the use of the perclose at and starclose devices.

Manufacturer narrative:
(B)(4). The customer reported the devices were discarded. The return of the devices may have assisted the investigation of the reported events. No information was provided regarding user technique/anatomical conditions to evaluate during this investigation, which may have affected the device performance. A specific failure mode for the vessel closure devices was not provided. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. In addition, a quality control audit inspection is performed to verify product quality. This report concerns a 5 year study during which abbott vascular closure devices and another manufacturer closure device were used. Furthermore, a specific mode of failure of the abbott devices was not reported and it is not possible to establish a correlation between user technique, patient anatomical conditions and the reported unsuccessful deployment with inadequate hemostasis due to a lack of incident details. Therefore, a conclusive cause for the reported experience could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number of the devices were not reported and the devices were discarded. Based on the review of the reported information and manufacturing testing/inspection criteria for this device, a product quality deficiency was not noted.